Manufacturer narrative:
Received three (3) used ch-14, two (2) used list #unknown primary plum set and other mating devices for inspection. The reported complaint can be confirmed on one (1) of the three (3) returned used ch-14. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a chemoclave® vented bag spike where the customer reported that the air vent did not function/infuse when it was used with pp bottle of chemo medicine (unspecified). There was patient involvement, no adverse event/patient harm and no delay in critical therapy; there was no reported harm as a consequence of this event.